Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, a clinical sales representative (csr) contacted technical support to report a persistent 23094 error on universal surgical manipulator (usm) arm 1. The team exercised the arm and performed a hard power cycle; however, the error persisted. The team disabled the usm arm and proceeded with the procedure using the remaining arms. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.